Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The physician suspected that the episode was related to medication administered during the ablation procedure. The physician elected to not perform any changes and continue to monitor the patient. The patient was stable.